Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 623451-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (tlh, rso, left salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 623451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (tlh, rso, left salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.